Manufacturer narrative:
All devices reported for this event were returned and evaluated. According to the product evaluation, the complaint that the implant fractured leading to a revision surgery was confirmed as the implant was returned in fragmented pieces. The most likely underlying cause of the fractured implant is the excessive force applied to the implant from the patient's fall. There are no indications of manufacturing defects. The IFU (instructions for use) states, ¿these devices are used for augmenting and contouring bone. They are not intended or designed for full or partial load bearing. Do not use these devices for replacement of bone within articulating surfaces. Patients who engage in contact sports or other activities that risk facial injury are to be warned that facial injury may lead to damage of the implant and a subsequent failure of treatment. The patient is to be warned that the device does not replace normal healthy bone and that traumatic injury could necessitate surgical treatment. The patient must be advised of surgical risks and the possible adverse effects.¿ additionally, there is no complaint about the screws and plates returned with the implant. The screws were visually inspected through the packaging and no issues were identified. The plates were visually inspected through the packaging and appear to be bent to the patients anatomy as intended. No issues were found. This is supplemental report 3 of 3 for the same event. Supplemental reports 1 and 2 are reported on MFR #1032347-2016-00118-2 and 1032347-2016-00119-2.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event, however the operative report states there is "severe suspicion of a fall." If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of three for the same event; see also 0001032347-2016-00118 through 00120.

Event description:
Translation of the operative report "the patient had fallen in the past year from a scaffold and suffered an acute subdural hematoma to the left side. After decompressive hemicraniektomie reimplantation of autologous bone flap was initially planned, which has not been possible due to sterility criteria, so the patient has cad-milled kalottenplastik was made. The implantation took place on (B)(6) 2016 in the house at noon on (B)(6) 2016 the patient was aphasic encountered in normal station, so that there was severe suspicion of a fall. In the immediately conducted cct control showed a multiple fractured bone cover plastic with beginning epidural effusion. Here there is an urgent indication, which was the only motor-aphasic patients presented. Written informed consent by the patient at that time was not possible. The patient was, according to the team time-out and surgical checklist, put in a supine position with his left shoulder secured and put mounted in the head shell. First, removal of skin sutures and sterile washing and covering by standard stkm. Reopening of the old incision, here is already a large part of the liquid hematoma drained subgaleal and epidural. The multiple fragmented cad lid can be removed in pieces. There are also the titanium plates and screws removed, and only a small screw can no longer be found. Using fluoroscopy, it can be ruled out that the little screw has remained in situs. Extensive hemostasis, including the temporal artery superficialis, then meticulous flushing of the hematoma, and inspection of the surface of the temporal brain, which is not covered by dura. This area is covered with a large piece of tachosil. After further rinsing no other source of bleeding can be found. There is the re-covering using the 2nd implant of cad plastic, which had previously been placed for 30 minutes in a solution of 1 g of vancomycin and 250 ml aqua. Screw the 3 mini-flakes of neuroplating sets of biomet, then implant and screwing the cad plastic. In the region of strong atrophied temporalis muscle a large piece gelitta is inserted, then insert a subgaleal jackson-pratt drain, which is discharged through a separate incision. It follows the layered wound closure with subcutaneous sutures and suture in single button back stitch technique, sterile patches, compression bandage. When removing the sterile towels even a small lesion of the ear is detected on the left side of the fall the day before, which is now actively bleeding. This is stitched with a 5.0er mono yarn, which stops the bleeding. After finishing the surgery no instruments and textiles are missing, the patient is being extubated in the or and then put in the ICU.

Manufacturer narrative:
Report updated based on the receipt of product for evaluation. A supplemental report will be submitted upon completion of the device evaluation. Supplemental report three of three for the same event, reference 1032347-2016-00118-1 and 1032347-2016-00119-1.